Manufacturer narrative:
Internal report reference number: (B)(4). Meter and empty vial of test strips were returned. Product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from results obtained of 86, 54, 65, 177 and 60 mg/dl. The customer¿s expected fasting blood glucose test result range is 85-97 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2026 and open vial date is 2-3 weeks. The meter memory was reviewed for previous test result history: result 1: 86 mg/dl, date: 5/9, time: 9:05am fasting. Result 2: 54 mg/dl, date: 5/9, time: 9:04am fasting. Result 3: 65 mg/dl, date: 5/9, time: 3:50am fasting. Result 4: 177 mg/dl, date: 5/8, time: 10:16pm unknown. Result 5: 60 mg/dl, date: 5/8, time: 6:32pm unknown.

Manufacturer narrative:
Sections with additional information as of 03-jul-2025: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and empty vial of test strips were returned for evaluation. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-062: user had poor technique.